Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 270 mg/dl a few hours after changing infusion set on (B)(6) 2017. In midnight the blood glucose was 573 mg/dl and it was 583 mg/dl after taking bolus correction. Later after taking more insulin and confirming the insulin flow, his blood glucose was 470 mg/dl and 30 minutes it was 414 mg/dl. High pressure test could not be completed while troubleshoot because the customer did not have necessary tubing. The customer did not mention any symptoms of high blood glucose. The insulin pump will not be returned for analysis.